Event description:
A falsely low advia centaur xp cea result was obtained on a patient sample. The physician questioned the result since the result prior to and after the sample were higher. The patient samples were sent to be tested on an alternate method. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp cea result.

Manufacturer narrative:
The cause for the discordant advia centaur xp cea result is unknown. The instrument is performing within specifications. No further evaluation fo the device is required. The instruction for use (IFU) limitation section states: "note: do not interpret levels of cea as absolute evidence of the presence or the absence of malignant disease. Measurements of cea should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of cea in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, calibration, and reagent specificity. Cea determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Warning: do not use the advia centaur cea immunoassay as a screening test for diagnosis."

Manufacturer narrative:
Additional information received by the customer on 01/26/2012 notes that the (B)(6) result was due to an interference with the patient's (B)(6) infection.

Event description:
This is a supplemental report to the original report filed for 1219913-2011-00033. Additional patient medical information has been added. For other information related to this report, please see medwatch report 1219913-2011-00033.